Event description:
Analysis of the device found that the retriever distal antenna was fractured. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis found that the insertion tool was kinked, the retriever had coil damage and the helical section was fractured. There was also coil damage in the form of coil stretching where the fracture occurred. The length of the piece that broke off from the helical section was approximately 2mm in length and had the platinum cap connected to the distal end. This 2mm piece was found inside the stretched coils. Given the significant coil stretching observed at the fracture sites, the device most likely fractured under tensile load. Scanning electron microscope (sem) performed on the fracture surfaces revealed necking which is indicative of a ductile fracture. A 0.0220" mandrel was successfully inserted through the returned insertion tool. The retriever and insertion tool were measured and found within specification. A functional testing could not be performed due to the damages observed on the retriever and insertion tool. Information available indicated that the retriever was confirmed to be in good condition post unpacking and preparation, and that post inserting the retriever into the insertion tool, it became stuck and could not be advanced into the microcatheter. Based on all information available, it is probable that the coil of the retriever became damaged during insertion and the tensile load placed resulted in the damages observed. Therefore, a root cause of operational context has been assigned to this investigation as procedural factors limited the performance of the device.

Manufacturer narrative:
(B)(4)

Event description:
Analysis of the device found that the retriever distal antena was fractured. There was no patient involvement.